Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforated uterus") and fallopian tube perforation ("perforated fallopian tube") in a female patient who received essure for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient started essure. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and clinically significant/intervention required) with abdominal pain and abdominal pain lower, fallopian tube perforation (seriousness criteria medically significant and clinically significant/intervention required), vaginal infection ("vaginal infection") with vaginal discharge, menorrhagia ("severe menstrual flow"), dysmenorrhoea ("severe menstrual cramps") and emotional distress ("mental/ emotional distress"). The patient was treated with surgery (removal and hysterectomy on (B)(6) 2014). Essure was withdrawn. At the time of the report, the uterine perforation, fallopian tube perforation, vaginal infection, menorrhagia, dysmenorrhoea and emotional distress outcome was unknown. The reporter considered uterine perforation, fallopian tube perforation, vaginal infection, menorrhagia, dysmenorrhoea and emotional distress to be related to essure. Company causality comment: this spontaneous non-medically confirmed legal case report refers to female consumer who had essure (fallopian tube occlusion insert) inserted and the device perforated uterus and perforated fallopian tube. A hysterectomy was performed to remove micro-inserts around 4 years after placement. The reported events are serious due to medical importance and anticipated in essure's reference safety information. Uterine and fallopian tube perforation are potential complications of essure insertion or removal. In this present case, the mechanism of both perforations were unknown, however given events' nature they were considered related to essure. This case was regarded as incident since a device removal was required. The product technical analysis has been sought further information will be obtained through the litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint. We cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 7-mar-2017: quality-safety evaluation received. Company causality comment: this spontaneous non-medically confirmed legal case report refers to female consumer who had essure (fallopian tube occlusion insert) inserted and the device perforated uterus and perforated fallopian tube. A hysterectomy was performed to remove micro-inserts around 4 years after placement. The reported events are serious due to medical importance and anticipated in essure's reference safety information. Uterine and fallopian tube perforation are potential complications of essure insertion or removal. In this present case, the mechanism of both perforations were unknown, however given events' nature they were considered related to essure. This case was regarded as incident since a device removal was required. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), uterine perforation ("perforated uterus/perforation(uterus)"), fallopian tube perforation ("perforated fallopian tube/perforation(fallopian tube)"), menorrhagia ("severe menstrual flow/abnormal bleeding (vaginal, menorrhagia)"), uterine haemorrhage ("abnormal uterine bleeding") and genital haemorrhage ("abnormal bleeding (general)") in a 46-year-old female patient who had essure (batch no. 782774) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included genital bleeding. Concurrent conditions included nabothian cyst since (B)(6) 2014, bloating, adenomyosis, nephrolithiasis, irregular periods, eye pain, palpitation, heartbeats irregular, dyspareunia, uterine leiomyoma, retroverted uterus and hysterectomy since (B)(6) 2011. Concomitant products included ibuprofen. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2011, the patient experienced dyspepsia ("gastrointestinal or digestive system condition/digestive 12roblems"). In 2011, the patient experienced dermatitis allergic ("allergic or hypersensitivity reaction type: rashes"), headache ("migraines / headaches"), migraine ("migraines / headaches"), weight increased ("weight gain"), skin disorder ("skin conditions") and rash ("rashes"). In 2013, the patient experienced the first episode of urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary"), mood swings ("psychological or psychiatric problems condition: mood instability/mood swings"), emotional disorder ("emotional"), the second episode of urinary tract infection ("bladder or urinary problems or changes/infection(uti)"), nausea ("nausea") and hormone level abnormal ("hormonal changes"). In (B)(6) 2014, the patient experienced fatigue ("fatigue"). In 2014, the patient experienced dysmenorrhoea ("severe menstrual cramps/dysmenorrhoea(cramping)"), alopecia ("hair loss"), visual impairment ("vision problem") and eye disorder ("eye problem"). On (B)(6) 2014, 3 years 11 months after insertion of essure, the patient experienced device breakage (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain, abdominal pain lower and pelvic pain and fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal infection ("vaginal infection") with vaginal discharge, emotional distress ("mental/ emotional distress") and bladder disorder ("bladder or urinary problems or changes"). The patient was treated with surgery (partial hysterectomy), surgery (hysterectomy with bilateral salpingectomies on (B)(6) 2014), surgery (hysterectomy with bilateral salpingectomies on (B)(6) 2014), surgery (ablation) and surgery (lavh with bilateral salpingectomies). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, uterine perforation, fallopian tube perforation, uterine haemorrhage, vaginal infection, dysmenorrhoea, emotional distress, dermatitis allergic, mood swings, emotional disorder, bladder disorder, the last episode of urinary tract infection, headache, migraine, nausea, fatigue, weight increased, alopecia, hormone level abnormal, visual impairment, eye disorder, skin disorder, dyspepsia and rash outcome was unknown and the menorrhagia, genital haemorrhage and vaginal haemorrhage was resolving. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered alopecia, bladder disorder, dermatitis allergic, device breakage, dysmenorrhoea, dyspepsia, emotional disorder, emotional distress, eye disorder, fallopian tube perforation, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, mood swings, nausea, rash, skin disorder, uterine perforation, vaginal haemorrhage, vaginal infection, visual impairment, weight increased, the first episode of urinary tract infection and the second episode of urinary tract infection to be related to essure. The reporter commented: on (B)(6) 2014 it was reported that patient never had essure confirmation test. Two coils noted coming once at the black positioning mark it was thumb wheeled back and two coils noted coming from the left fallopian tube. Going to the right fallopian tube, the same procedure was performed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion on (B)(6) 2014 ultrasound pelvis revealed, suspicious for a displaced right-sided essure device at the right uterine cornua and fundus, within the endometrial canal. Consider an hysterosalpingogram for confirmation, and to assess tubal patency/closure. An ultrasound was performed which reveals a fairly normal uterus with just one small leiomyoma within the myometrium. No other abnormalities were noted. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: confirming pelvic pain, abdominal pain lower,abdominal pain, nausea, headaches, fallopian tube perforation, uterine perforation, and uterine hemorrhage (confirming genital hemorrhage). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jul-2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), uterine perforation ("perforated uterus/perforation(uterus)"), fallopian tube perforation ("perforated fallopian tube/perforation(fallopian tube)"), menorrhagia ("severe menstrual flow/abnormal bleeding (vaginal, menorrhagia)"), uterine haemorrhage ("abnormal uterine bleeding") and genital haemorrhage ("abnormal bleeding (general)") in a 46-year-old female patient who had essure (batch no. 782774) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included genital bleeding. Concurrent conditions included nabothian cyst since (B)(6) 2014, bloating, adenomyosis, nephrolithiasis, irregular periods, eye pain, palpitation, heartbeats irregular, dyspareunia, uterine leiomyoma, retroverted uterus and hysterectomy since (B)(6) 2011. Concomitant products included ibuprofen. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In march 2011, the patient experienced dyspepsia ("gastrointestinal or digestive system condition/digestive 12roblems"). In 2011, the patient experienced dermatitis allergic ("allergic or hypersensitivity reaction type: rashes"), headache ("migraines / headaches"), migraine ("migraines / headaches"), weight increased ("weight gain"), skin disorder ("skin conditions") and rash ("rashes"). In 2013, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary"), mood swings ("psychological or psychiatric problems condition: mood instability/mood swings"), emotional disorder ("emotional"), urinary tract disorder ("bladder or urinary problems or changes/infection(uti)"), nausea ("nausea") and hormone level abnormal ("hormonal changes"). In january 2014, the patient experienced fatigue ("fatigue"). In 2014, the patient experienced dysmenorrhoea ("severe menstrual cramps/dysmenorrhoea(cramping)"), alopecia ("hair loss"), visual impairment ("vision problem") and eye disorder ("eye problem"). On (B)(6) 2014, 3 years 11 months after insertion of essure, the patient experienced device breakage (seriousness criteria medically significant and intervention required). In december 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain, abdominal pain lower and pelvic pain and fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal infection ("vaginal infection") with vaginal discharge, emotional distress ("mental/ emotional distress") and bladder disorder ("bladder or urinary problems or changes"). The patient was treated with surgery (partial hysterectomy with bilateral salpingectomies on (B)(6) 2014), surgery (ablation). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, uterine perforation, fallopian tube perforation, uterine haemorrhage, vaginal infection, dysmenorrhoea, emotional distress, dermatitis allergic, urinary tract infection, mood swings, emotional disorder, bladder disorder, urinary tract disorder, headache, migraine, nausea, fatigue, weight increased, alopecia, hormone level abnormal, visual impairment, eye disorder, skin disorder, dyspepsia and rash outcome was unknown and the menorrhagia, genital haemorrhage and vaginal haemorrhage was resolving. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered alopecia, bladder disorder, dermatitis allergic, device breakage, dysmenorrhoea, dyspepsia, emotional disorder, emotional distress, eye disorder, fallopian tube perforation, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, mood swings, nausea, rash, skin disorder, urinary tract disorder, urinary tract infection, uterine perforation, vaginal haemorrhage, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: on (B)(6) 2014 it was reported that patient never had essure confirmation test. Two coils noted coming. Once at the black positioning mark it was thumb wheeled back and two coils noted coming from the left fallopian tube. Going to the right fallopian tube, the same procedure was performed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion on (B)(6) 2014 ultrasound pelvis revealed, suspicious for a displaced right-sided essure device at the right uterine cornua and fundus, within the endometrial canal. Consider an hysterosalpingogram for confirmation, and to assess tubal patency/closure. An ultrasound was performed which reveals a fairly normal uterus with just one small leiomyoma within the myometrium. No other abnormalities were noted. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: confirming pelvic pain, abdominal pain lower,abdominal pain, nausea, headaches, fallopian tube perforation, uterine perforation, and uterine hemorrhage (confirming genital hemorrhage). Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Events added: rash. Outcome of events vaginal hemorrhage and menorrhagia was updated from unknown to recovering/resolving. Preferred term of event gastrointestinal or digestive system condition type was updated from gastrointestinal disorder to dyspepsia. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), uterine perforation ("perforated uterus"), fallopian tube perforation ("perforated fallopian tube"), menorrhagia ("severe menstrual flow"), uterine haemorrhage ("abnormal uterine bleeding") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nabothian cyst since (B)(6) 2014 bloating, adenomyosis, nephrolithiasis, irregular periods, eye pain, palpitation, heartbeats irregular, dyspareunia, uterine leiomyoma and retroverted uterus. Concomitant products included ibuprofen. On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced dermatitis allergic ("allergic or hypersensitivity reaction type: rashes"), weight increased ("weight gain") and skin disorder ("skin conditions"). In 2013, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary") and hormone level abnormal ("hormonal changes"). In 2014, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain, abdominal pain lower and pelvic pain, fallopian tube perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual cramps") and fatigue ("fatigue"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal infection ("vaginal infection") with vaginal discharge, emotional distress ("mental/ emotional distress"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), the first episode of migraine ("migraines / headaches"), mood swings ("psychological or psychiatric problems condition: mood instability"), emotional disorder ("emotional"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), headache ("migraines / headaches"), the second episode of migraine ("migraines / headaches"), nausea ("nausea"), alopecia ("hair loss"), visual impairment ("vision problem"), eye disorder ("eye problem") and gastrointestinal disorder ("gastrointestinal or digestive system condition"). The patient was treated with surgery (partial hysterectomy), surgery (hysterectomy with bilateral salpingectomies ), surgery (hysterectomy with bilateral salpingectomies ), surgery (ablation) and surgery (lavh with bilateral salpingectomies). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, uterine perforation, fallopian tube perforation, menorrhagia, uterine haemorrhage, vaginal infection, dysmenorrhoea, emotional distress, vaginal haemorrhage, dermatitis allergic, urinary tract infection, mood swings, emotional disorder, bladder disorder, urinary tract disorder, headache, the last episode of migraine, nausea, fatigue, weight increased, alopecia, hormone level abnormal, visual impairment, eye disorder, skin disorder and gastrointestinal disorder outcome was unknown and the genital haemorrhage was resolving. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered alopecia, bladder disorder, dermatitis allergic, device breakage, dysmenorrhoea, emotional disorder, emotional distress, eye disorder, fallopian tube perforation, fatigue, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, menorrhagia, mood swings, nausea, skin disorder, urinary tract disorder, urinary tract infection, uterine perforation, vaginal haemorrhage, vaginal infection, visual impairment, weight increased, the first episode of migraine and the second episode of migraine to be related to essure. The reporter commented: on 17-oct-2014 it was reported that patient never had essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion on (B)(6) 2014 ultrasound pelvis revealed, suspicious for a displaced right-sided essure device at the right uterine cornua and fundus, within the endometrial canal. Consider an hysterosalpingogram for confirmation, and to assess tubal patency/closure. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: confirming pelvic pain, abdominal pain lower,abdominal pain, nausea, headaches, fallopian tube perforation, uterine perforation, and uterine hemorrhage (confirming genital hemorrhage). Quality-safety evaluation of ptc: sample not available since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint. We cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 1-mar-2018: medical record recieved, reporters added. Concomitant conditions added. Event added per mr: abnormal uterine bleeding. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), uterine perforation ("perforated uterus"), fallopian tube perforation ("perforated fallopian tube"), menorrhagia ("severe menstrual flow"), uterine haemorrhage ("abnormal uterine bleeding") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (batch no. 782774) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nabothian cyst since (B)(6) 2014, bloating, adenomyosis, nephrolithiasis, irregular periods, eye pain, palpitation, heartbeats irregular, dyspareunia, uterine leiomyoma, retroverted uterus and hysterectomy since (B)(6) 2011. Concomitant products included ibuprofen. On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced dermatitis allergic ("allergic or hypersensitivity reaction type: rashes"), weight increased ("weight gain") and skin disorder ("skin conditions"). In 2013, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary") and hormone level abnormal ("hormonal changes"). In 2014, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain, abdominal pain lower and pelvic pain, fallopian tube perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual cramps") and fatigue ("fatigue"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal infection ("vaginal infection") with vaginal discharge, emotional distress ("mental/ emotional distress"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), the first episode of migraine ("migraines / headaches"), mood swings ("psychological or psychiatric problems condition: mood instability"), emotional disorder ("emotional"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), headache ("migraines / headaches"), the second episode of migraine ("migraines / headaches"), nausea ("nausea"), alopecia ("hair loss"), visual impairment ("vision problem"), eye disorder ("eye problem") and gastrointestinal disorder ("gastrointestinal or digestive system condition"). The patient was treated with surgery (partial hysterectomy), surgery (hysterectomy with bilateral salpingectomies on (B)(6) 2014), surgery (hysterectomy with bilateral salpingectomies on (B)(6) 2014), surgery (ablation) and surgery (lavh with bilateral salpingectomies). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, uterine perforation, fallopian tube perforation, menorrhagia, uterine haemorrhage, vaginal infection, dysmenorrhoea, emotional distress, vaginal haemorrhage, dermatitis allergic, urinary tract infection, mood swings, emotional disorder, bladder disorder, urinary tract disorder, headache, the last episode of migraine, nausea, fatigue, weight increased, alopecia, hormone level abnormal, visual impairment, eye disorder, skin disorder and gastrointestinal disorder outcome was unknown and the genital haemorrhage was resolving. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered alopecia, bladder disorder, dermatitis allergic, device breakage, dysmenorrhoea, emotional disorder, emotional distress, eye disorder, fallopian tube perforation, fatigue, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, menorrhagia, mood swings, nausea, skin disorder, urinary tract disorder, urinary tract infection, uterine perforation, vaginal haemorrhage, vaginal infection, visual impairment, weight increased, the first episode of migraine and the second episode of migraine to be related to essure. The reporter commented: on (B)(6) 2014 it was reported that patient never had essure confirmation test. Two coils noted coming once at the black positioning mark it was thumb wheeled back and two coils noted coming from the left fallopian tube. Going to the right fallopian tube, the same procedure was performed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion on (B)(6) 2014 ultrasound pelvis revealed, suspicious for a displaced right-sided essure device at the right uterine cornua and fundus, within the endometrial canal. Consider an hysterosalpingogram for confirmation, and to assess tubal patency/closure. An ultrasound was performed which reveals a fairly normal uterus with just one small leiomyoma within the myometrium. No other abnormalities were noted. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: confirming pelvic pain, abdominal pain lower,abdominal pain, nausea, headaches, fallopian tube perforation, uterine perforation, and uterine hemorrhage (confirming genital hemorrhage). Quality-safety evaluation of ptc: sample not available since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint. We cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 17-may-2018: medical record recieved: reporters added. Concomitant conditions added. Lot number added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), uterine perforation ("perforated uterus"), fallopian tube perforation ("perforated fallopian tube"), menorrhagia ("severe menstrual flow") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included ibuprofen. On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced rash ("allergic or hypersensitivity reaction type: rashes"), weight increased ("weight gain") and skin disorder ("skin conditions"). In 2013, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary") and hormone level abnormal ("hormonal changes"). In 2014, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain, abdominal pain lower and pelvic pain, fallopian tube perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual cramps") and fatigue ("fatigue"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal infection ("vaginal infection") with vaginal discharge, emotional distress ("mental/ emotional distress"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), the first episode of migraine ("migraines / headaches"), mood swings ("psychological or psychiatric problems condition: mood instability"), emotional disorder ("emotional"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), headache ("migraines / headaches"), the second episode of migraine ("migraines / headaches"), nausea ("nausea"), alopecia ("hair loss"), visual impairment ("vision problem"), eye disorder ("eye problem") and gastrointestinal disorder ("gastrointestinal or digestive system condition"). The patient was treated with surgery (partial hysterectomy), surgery (removal and hysterectomy on (B)(6) 2014), surgery (removal and hysterectomy on (B)(6) 2014) and surgery (ablation). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, uterine perforation, fallopian tube perforation, menorrhagia, vaginal infection, dysmenorrhoea, emotional distress, vaginal haemorrhage, rash, urinary tract infection, mood swings, emotional disorder, bladder disorder, urinary tract disorder, headache, the last episode of migraine, nausea, fatigue, weight increased, alopecia, hormone level abnormal, visual impairment, eye disorder, skin disorder and gastrointestinal disorder outcome was unknown and the genital haemorrhage was resolving. The reporter considered alopecia, bladder disorder, device breakage, dysmenorrhoea, emotional disorder, emotional distress, eye disorder, fallopian tube perforation, fatigue, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, menorrhagia, mood swings, nausea, rash, skin disorder, urinary tract disorder, urinary tract infection, uterine perforation, vaginal haemorrhage, vaginal infection, visual impairment, weight increased, the first episode of migraine and the second episode of migraine to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2014: total bilateral occlusion. Quality-safety evaluation of ptc: sample not available since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint. We cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet received. Events alopecia, bladder disorder, device breakage, emotional disorder, fatigue, genital haemorrhage, headache, hormone level abnormal, mood swings, nausea, pelvic pain, rash, skin condition, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, visual impairment, eye disorder, weight increased, migraine, gastrointestinal system condition are added. Lab number added. Concomitant drugs are added. Product, patient & reporter information updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.